Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric bypass, the device would not open after first firing. Case completed with another device of the same product code. There were no patient consequences reported.